Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
While using byte day aligners, a patient reported aligners are cutting their tongue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.